Manufacturer narrative:
This report is submitted on june 12, 2020.

Event description:
Per the clinic, the patient experienced pain and infections (location not specified). Information is being sought of the treatment administered for the infections.